Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. It was noted that the returned device indicated a damaged grommet.

Event description:
It was reported that during placement of the implantable pulse generator (ipg), a broken grommet was noted, resulting in ingress of blood into the device port and leading to intra-operative muscle stimulation. The device was removed and an alternative ipg was placed successfully. The device remains in use. Additionally, during initial placement of the pacing lead, no capture was noted as a result of lead dislodgement. The lead was repositioned successfully and is currently in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.